Event description:
It was reported that the system stored a false atrial fibrillation episode due to the oversensing of noise. The presenting electrogram had large railing noise. The sensing vector was currently programmed to the primary sensing vector. Technical services reviewed and discussed some testing and programming options. The doctor elected to explant and replace the entire system. There were no additional adverse patient effects.